Manufacturer narrative:
Deflation of right breast implant. Bilateral exchange with unknown devices. Original surgery was performed by dr in the 2000 using hutchison hsl 0300cc saline-filled implants, which were filled to a volume of 0350cc(left) & 0350cc(right), which is within the maximum fill volume limits. Patient underwent bilateral replacement surgery in 2006. The implants were replaced with unknown devices. Product was received inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection identified a fold flaw which measures approximately 45mm in length, which ends in a split approximately 2mm in length, which is located near the periphery on the posterior surface on the 4 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the fold flaw identified signs of fatigue around the split on the fold flaw. The product met all manufacturing and quality specifications post manufacture. The fold flaw / split are not manufacturing faults.